Event description:
Patient underwent uneventful ilasik in both eyes on (B)(6) 2014. Presented at one day post treatment with striae in right eye. Patient was brought back to the laser center and the flap was lifted and stretched on (B)(6) 2014. Seen for a post treatment on (B)(6) 2014 visual acuity sans corrected (vasc) right eye 20/20+ and 20/20 for left eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.